Manufacturer narrative:
Section changed device code from (B)(4). Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was only inflating halfway. The customer confirmed that the augmentation was at 100% and then decided to remove the iab and replaced it with a new one. However, it was noted that the new iab was still not inflating all that way. The customer then swapped out the consoles for a new one, but the iab was still not fully inflating. The was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was only inflating halfway. The customer confirmed that the augmentation was at 100% and then decided to remove the iab and replaced it with a new one. However, it was noted that the new iab was still not inflating all that way. The customer then swapped out the consoles for a new one, but the iab was still not fully inflating. The was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4) h3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was only inflating halfway. The customer confirmed that the augmentation was at 100% and then decided to remove the iab and replaced it with a new one. However, it was noted that the new iab was still not inflating all that way. The customer then swapped out the consoles for a new one, but the iab was still not fully inflating. The was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.